Manufacturer narrative:
Batch review performed on 24 july 2024. Lot 173027: (B)(4) items manufactured and released on 14-aug-2017. Expiration date: 2022-july-24. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had anterior knee pain. At 6 years from primary the surgeon revised the patella implant and the surgery was completed successfully.